Event description:
It was reported by fse that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) displayed power up test code 14 after power up. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.